Manufacturer narrative:
The product remains in the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of four for the same event. Reports one, three, and four are reported on MFR #: 0001032347-2017-00246, 0001032347-2017-00248, and 0001032347-2017-00249.

Event description:
The patient was implanted with temporomandibular joint (tmj) implants on (B)(6) 2014. The patient reported having a re-operation in (B)(6) 2015 to "clean up the left side." The patient states he wasn't sure exactly what was done, but no implants were removed.